Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The hard disk drive was evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze in the middle of a pt care case. No pt serious injury or death was reported related to this event.